Event description:
Report of non-delivery rec'd. The pump was set to run ns 1000cc on line a at 25 cc/hr, and line c was set to run heparin 25,000u in d5w 500cc at 13cc/hr. The pump was found to not be infusing on either channel at 1930, with no audible alarm reported, but the display showing "occlusion". A stat ptt was drawn with result of 36.5. The dr was notified of the result and the pt was bolused with heparin 2600u, and the drip increased to 16cc/hr at 2000. At 2045, the pt complained of nausea, and was diaphoretic and short of breath. An EKG was ordered, which showed non-specific t wave changes and st elevation. Abg's were also drawn. At an unspecified time, the pt developed chest pain, and nitroglycerin 0.4mg was given three times subligually, with eventual relief obtained. At 2300, the pt denied chest pain, and at 2400 was sleeping without distress.